Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2014-25336. It was reported the patient was experiencing pocket heating while recharging. Additionally, the patient reported experiencing problems maintaining communication with the ipg. As a result, the patient received a replacement charger. Follow-up revealed the replacement charger "works perfectly" and the patient has no complaints. On 08-01-2012, st. Jude medical, neuromodulation div, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported events was expected.

Manufacturer narrative:
Ipg serial number 1627487-07262012-001c was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.